Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. There was no external damage noted. There was motor rate error in the event history log. An occlusion test was performed and the reported problem was duplicated; which was due to the worm coupling and gear no longer operating properly. The root cause was normal wear, pump was over 13 years old. Actions were taken to mitigate the reported issue: replaced worm coupling and gear, replaced left plunger case, replaced right plunger case, replaced plunger head mount, dowel pin, wavy washer, delrin washer, lead screw, clutch halves and clutch spring for preventative measures; calibrated device and all functional testing passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.